Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an electrical reset before the implant procedure started. The ipg was unable to be reprogrammed. The device was not used and was replaced. There was no patient involvement.